Event description:
The customer reported noticing approximately 10 ml of fluid leaked under the blood sampling valve (bsv) of the coulter lh 780 hematology analyzer while running patient samples. The customer indicated that the leak consisted of blood and was not contained within the instrument. The operator was wearing personal protective equipment consisting of a laboratory coat and gloves during the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a disconnected needle vent tubing due to a clogged vent. The fse indicated that the disconnected tubing sprayed diluent on ribbon cables which disabled the retic drive and differential tower, and damaged the diluent 3 card rendering the instrument inoperable. The fse replaced the needle due to clogged needle vent, diluter 3 card due to shorted drivers, ribbon cables to retic and manifold mf17, and retic mixing drive due to noise issue. The fse then re-inserted the vent tubing and verified repairs per established procedures. Failure mode of the leak is attributed to a clogged needle vent tubing which popped off and sprayed diluent on electrical components rendering the instrument inoperable. Beckman coulter internal identifier for this report is (B)(4).